Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 54 mg/dl. The patient was asymptomatic. No bg meter comparison value was taken. The patient was wearing an omnipod insulin pump. The patient self-treated by eating cupcakes, candies, and chocolate bars. Despite this, the patient¿s cgm continued to show unspecified low values. Around 6pm that evening, the patient began to feel dizzy. The patient¿s cgm was reading 54 mg/dl while the bg meter was reading 81 mg/dl. Concerned about her symptoms, the patient called ems. Once ems arrived, they attempts to do a bg meter test on the patient but the machine continued to show an ¿error¿, therefore, she was brought to the ER. No medication or treatment was provided to the patient by ems. At the ER, the patient¿s cgm was reading 176 mg/dl while the bg meter was reading 196 mg/dl. However, the patient¿s cgm device then dropped to 54 mg/dl after 5-10 minutes. Despite the patient¿s bg meter reading being 196 mg/dl, the patient reported being treated with IV glucose, IV fluids, and orange juice. She was observed in the ER until 1am the following morning (less than 24 hours). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b, a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.